Event description:
It was reported that a ventricular leadless pacemaker inadvertently shifted forward after retracting the delivery catheter's protective sleeve during the first mapping attempt. No immediate vital sign concerns were observed, but contrast imaging suggested perforation leading to pericardial effusion and cardiac tamponade. Pericardial drainage was performed and vital signs remained stable. The leadless pacemaker implant system was removed. Patient was transferred to another facility for further management. Patient's last known status was unstable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.